Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user-initiated therapy using arctic sun device with serial number (B)(6) but changed it when they were getting alerts about low flow and erratic patient temperature. Now they were using arctic sun device with serial number (B)(6), but they were getting alert 113 (reduced water temperature control). Patient temperature was 35c, the target temperature was 33c, the water temperature was 21c, the flow rate was 2.9lpm, the chiller temperature (t4) was 4.4c, the mixing pump was 100%, the pump hours were 4219 and the system hours were 4317. Mss advised to send serial number (B)(6) to biomed labeled with alert 113 (reduced water temperature control) and not cooling. The user changed back to serial number (B)(6) and the flow settled at 3lpm. Mss explained they should change temperature in cables if they receive erratic patient temperature alert again on this device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user-initiated therapy using arctic sun device with serial number (B)(4) but changed it when they were getting alerts about low flow and erratic patient temperature. Now they were using arctic sun device with serial number (B)(4), but they were getting alert 113 (reduced water temperature control). Patient temperature was 35c, the target temperature was 33c, the water temperature was 21c, the flow rate was 2.9lpm, the chiller temperature (t4) was 4.4c, the mixing pump was 100%, the pump hours were 4219 and the system hours were 4317. Mss advised to send serial number (B)(4) to biomed labeled with alert 113 (reduced water temperature control) and not cooling. The user changed back to serial number (B)(4) and the flow settled at 3lpm. Mss explained they should change temperature in cables if they receive erratic patient temperature alert again on this device.